Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed ¿system computer needs service¿ message during boot process. By installing a lab-use only (luo) hard drive into device under test (dut) central control monitor (ccm), this restored functionality. Visual exterior inspection revealed no signs of abuse or damage. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The client has no loaner unit to utilize and had to wait for replacement/loan unit to become available. The device with service data card and system configuration card will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) displayed an error message "computer system needs service" when turned on. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.